Manufacturer narrative:
Gtin: unknown as the lot number provided to sjm was incorrect.

Event description:
During the procedure, a 6-4mm amplatzer duct occluder ii was attempted and found to be too small for the defect. Next, a 10/8mm amplatzer duct occluder (ado) was attempted but also was found to be too small. As the physician attempted to retract the ado using a 6f amplatzer torqvue 180 delivery system (dtv180) sheath, the ado could only be partially retracted as the tip of the dtv180 sheath became inverted. After multiple attempts to retract the ado into the sheath, the dtv180 delivery cable end screw reportedly broke. The dtv180 sheath and cable were removed in their entirety and the ado successfully snared. The patient was stable post-procedure. Another device was not implanted.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer torqvue delivery system sheath tip was inverted and the delivery cable met all functional specifications. Also, this investigation confirmed the amplatzer duct occluder met all functional and dimensional specifications when analyzed at (B)(4). A review of the device history record was not possible since the delivery system's lot number was unavailable. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the delivery system or occluder and the cause for the reported event remains unknown.